Event description:
Right breast implant ruptured after 9 or 10 yrs. Replaced 11/87 by plastic surgeon who initially put them in in 1977. Another dr did surgery to determine problem; rupture and silicone gel leakage in 1987.